Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the [history files/traces] on (B)(6) 2025 04:03:51.000 due to moisture damage at the force sensor trace and on pcba 1, isolate to the electronic stack. Additionally, pump error 53 was also noted, with a file ID of 65535 and a line ID of 65535. During visual inspection, the following cosmetic damages were found: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the critical pump error (open book image) alarm was confirmed, problem was isolated to the electronic stack due to corrosion. Pump error 53 was confirmed. Customer concerns of a frozen screen was not confirmed. However, customer concerns of a keypad error/intermittent button response was unknown due to the open book alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer stated the frozen display and keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarms, and the customer was not able to clear the alarm. Troubleshooting was performed for the frozen display, and there is a response from the button. Troubleshooting was performed for the keypad anomaly, and the serialized device will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.